Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Imagery provided by the site was evaluated and the following was observed: 3mensio report revealed the presence of tortuosity and calcification in patient's right access vessel. Device image reveals a bent strut on inflow of valve, and valve protruded through sheath. The returned valve was evaluated, and the following was observed: crimped valve: multiple bent/distorted struts on inflow side of the valve. Post-expanded valve: valve frame was distorted. Bent struts on inflow of valve were corrected. All leaflets torn, wrinkled, and dehydrated. All struts exposed through skirt, normal after crimped and used. Gouges on flex tip. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed from imagery and evaluation of the returned device. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per complaint description, insertion difficulty was experienced about halfway through the sheath and when inspected under fluoro it was noted that the valve was coming out the side of the sheath' and pre-decontamination evaluation observations, the valve was noted to have frame damage.' Per procedure training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' As seen in 3mensio report, patient's access vessel (right) was tortuous and calcified. The presence of tortuosity and calcification in access vessel can create a challenging pathway as it can create sub-optimal angles for delivery system insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance for delivery system/thv advancement. During product evaluation, gouges on flex tip was observed, which is also an indicative of excess device manipulation. If the excess force was applied to overcome resistance during the delivery system advancement, it can lead to valve struts catch within the sheath and result in damage to sheath liner and valve frame. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definitive root cause is unable to be determined at this time, available information suggests that patient (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. A product risk assessment has been previously initiated to capture the product risk assessment for this issue. A CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
(B)(4). The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-00221.

Event description:
Edwards received notification from a field clinical specialist that a 26mm s3u valve would not advance through the 14fr esheath. As reported under fluoroscopy, the valve appeared to be coming out the side of the sheath. The decision was made to remove everything as a whole and insert a new 16fr esheath. The device came out smoothly however a 16fr esheath would not advance. The team then dilated the vessel with a 18fr dilator and then inserted a 20fr non-edwards sheath. A new valve/delivery system was inserted, and deployment was achieved with a great result. Through follow up it was learned that the valve was crimped in normal fashion. The difficulty was experienced about halfway through the sheath. The patient was noted to have some tortuosity and calcification. The valve was sticking out through the sheath, no damage to the valve reported and everything was still intact as it was when it came out of the body. Pre-decontamination evaluation observations of the returned device showed that the valve was noted to have frame damage and the esheath was torn.